Event description:
Customer reports to have been hospitalized on (B)(6), 2015 with blood glucose of 28 mg/dl. Customer was advised that healthcare professional that bolus given of 14.4 units may have been too much. Healthcare professional adjusted the bolus wizard settings. Displacement test was performed on insulin pump for customer's peace of mind. Test passed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.